Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side deflation. Healthcare professional, later reported, "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening assessed as fold flaw opening. Observed opening device assessed as surgical damage. Crease folding of implant: observed.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "any creases". Device has been explanted.